Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump squirted out during priming and the buttons were less responsive and sticky. Customer's blood glucose level was unknown at the time of incident. Customer stated that insulin pump had lost settings once during battery change, insulin pump rejected new battery, had no delivery alerts and insulin was leaking out of reservoir. The insulin pump will not be returned for analysis.